Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with scratched case and cracked glass at the lcd screen. Device received with blank display due to cracked lcd screen glass. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
The procode information given in the 'brand name/common device name' was incorrect with the initial report. The correct information has been provided with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display after insulin pump dropped. Customer stated that the screen was not working anymore. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.